Event description:
It was reported that the customer received a button error alarm. The customer's actual blood glucose level was not reported but she did report it was high. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a cracked pump belt clip slot.